Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (30mg/ml at 14.985mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that her pump was tilted upward "in a way." No symptoms were reported. The pump had been tilted for "years" from (B)(6) 2018. There were no further complications reported at this time.